Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump¿s drive support cap was sticking out causing insulin to squirt out. The customer¿s blood glucose level was 190 mg/dl. Troubleshooting was performed. The device will be returned for analysis.